Event description:
It was reported that the patient had magnetic resonance imaging (MRI) performed. During the procedure the pacing of the device varied. The device appeared to be pacing at lower rate, then goes to magnet rate, then back to lower rate with a morphology change. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).